Event description:
The patient lifted a bucket of water that was too heavy, and stopped feeling stimulation sensation in her left leg. The patient went to the hospital as a result. The patient was at home at the time of the report. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.